Event description:
It was reported difficulty removing this stent was encountered several months post placement. Significant encrustation was noted and several attempts to remove the stent with a laser were unsuccessful. Following laser treatment, the pt underwent open surgery to remove the stent. No further info regarding the circumstances surrounding this event are available. The device was not returned to this facility. Therefore, no failure analysis is available. It is co's opinion that pt anatomy rather than malfunction of the device contributed to this event. However, without further details and without evaluation of the device, the exact cause for this event cannot be determined.